Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly.

Event description:
The rn called from ICU stating a blood detected alarm occurred, while the intra-aortic balloon pump (iabp) was in use on a patient. When the company representative called the customer, the customer stated that there were no signs of blood. After calling the doctor who told them to troubleshoot they then called esp and were near the 30 minute mark. When the company representative called in, the customer was already in the process of changing out the pump. The iabp was changed without incident. There was no adverse event reported.

Manufacturer narrative:
Several attempts have been made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, we will submit a follow-up accordingly.

Event description:
The rn called from ICU stating a blood detected alarm occurred, while the intra-aortic balloon pump (iabp) was in use on a patient. When the company representative called the customer, the customer stated that there were no signs of blood. After calling the doctor who told them to troubleshoot they then called esp and were near the 30 minute mark. When the company representative called in, the customer was already in the process of changing out the pump.the iabp was changed without incident. There was no adverse event reported.